Event description:
Philips received a complaint on the v60 ventilator indicating that the patient was not able to trigger spontaneous breath. The device was reported to be in use at the time of the reported problem. The customer reported that there was no adverse outcome. The remote service engineer (rse) stated that the device was removed from the patient without harm. In the biomedical engineering unit, the device cycles normally without alarming, but did not go to standby mode. The average air reading was out of specification, while the average o2 and machine and proximal transducers were within specification. The inlet filter was also confirmed to be fairly clean. This investigation is ongoing.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and is being investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that the patient was not able to trigger spontaneous breath. Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part replacement, resolution, and patient info. No response to the final attempt was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be in use at the time of the reported problem. The customer reported that there was no adverse outcome. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.